Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had power error detected. The customer¿s blood glucose level was 106 mg/dl. The customer stated that the power error detected on the insulin pump. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to the connector resistance issue. Unit passed displacement test, sleep current measurement and active current measurement.